Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer could not make any connection with the analyzer. The analyzer was found to be defective (component failure, cause unknown). Analysis also found both latches of the cable bay were damaged.

Event description:
It was reported the programmer showed an error in the connection between the analyzer and programmer. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.